Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that approximately one week post-implant this pacemaker and right ventricular (rv) lead exhibited loss of capture at maximum device output. A revision procedure was performed at which time body fluid was observed to have infiltrated around one of the lead setscrews of the device header and in the lead lumen as well; the physician suspected a possible insulation issue. The patient's system was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Visual inspection of the terminal pin assembly noted the presence of setscrew marks; tool damage to the coils at 16cm and 46cm from the is-1 terminal pin was also observed. The helix did not function due to the presence of dried blood/body fluid prohibiting helix movement/testing. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
--